Event description:
It was reported that prior to attempting to update the programmer, the programmer was powered on and it locked up and gave an error message. Recycling the power would not clear the error. It was also reported the programmer will not start up. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer won't start-up; it has a system error at boot. Power cord bay and printer are broken.